Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter indicated noticing air bubbles in the tubing and when the cartridge was removed from the pump, insulin was found to be leaking from the back side of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/11/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge. A retain cartridge of the same lot was also tested, with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the cartridge was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed a leaking cartridge. A surface crack was observed in the plunger. The cartridge was found to be leaking at the o-ring, and the o-ring on the plunger was observed to be damaged.